Event description:
Allegedly the patient fell downstairs after a failure of the limb, a neck breakage occurred.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6) .